Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infected mesh, fibrosis, surgical revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced infected mesh, fibrosis, nerve damage, recurrence and dense adhesions. Post-operative patient treatment included revision surgery, cystoscopy, diagnostic laparoscopy, exploratory celiotomy, removal of infected mesh, neurolysis of the ilioinguinal and iliohypogastric nerves, cooper-mcvay hernia repair, orchiectomy, jackson-pratt drain placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced infected mesh, fibrosis, nerve damage, and dense adhesions. Post-operative patient treatment included revision surgery, cystoscopy, diagnostic laparoscopy, exploratory celiotomy, removal of infected mesh, neurolysis of the ilioinguinal and iliohypogastric nerves, cooper-mcvay hernia repair, orchiectomy, jackson-pratt drain placement.